Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Additionally, it was reported that the pump was not working properly. There was no adverse impact to the customer¿s blood glucose. Reportedly, the customer declined troubleshooting with tandem technical support.